Manufacturer narrative:
Differences in results and reference ranges from ft4 assays by different manufacturers, in this case siemens, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. From the information provided, a general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). The previous calibrations had acceptable results.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results after starting third generation kits, for 12 patients, from the cobas e 411 immunoassay analyzer serial number (B)(4). See "pt-(B)(6)" for patients results. The questionable results were not reported outside the laboratory.